Manufacturer narrative:
(B)(6)

Manufacturer narrative:
Device was disposed.

Event description:
It was reported that the distal tip of the guidewire detached during the procedure. The broken piece was retrieved by a snare without any clinical consequence to the patient.

Event description:
It was reported that the distal tip of the guidewire detached during the procedure. The broken piece was retrieved by a snare without any clinical consequence to the patient.